Event description:
New information received notes a switch in polarity to unipolar mode was noted on the right ventricular (rv) lead. The rv lead was capped 31 apr 2023 and replaced due to the noise, low impedance with a suspected insulation issue. The patient was stable.

Manufacturer narrative:
Section h1 - "type of reportable event" selected as serious injury.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited low pacing impedance and noise. No intervention was performed. Patient was stable.